Manufacturer narrative:
The reported events were r wave amp variation, suspected cardiac perforation, high pacing threshold and low pacing lead impedance. As received, a partial lead (distal end) was returned in one piece. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported events of r wave amp variation, high pacing threshold and low pacing lead impedance were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Impedance test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Performed tip stiffness test and test results were in specification.

Event description:
During an in clinic follow up, increased capture threshold, r wave amp variation and varying impedance measurements were noted on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were observed. A cardiac perforation was suspected. The rv lead was explanted and replaced. The patient was stable.